Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/16/2021. Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Dr (B)(6). Ppc now is dr (B)(6). Dr (B)(6) done the mesh surgery he has all info on it for [patient]....(B)(6) 1962 .....they are located in (B)(6). They would not give us the information we need ...but they done 2 different hernia surgeries. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via (B)(4). Adverse events associated with patient's second event reported via (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unspecified hernia repair procedure on an unknown date and mesh was implanted. The patient reported that he has suffered with chronic pain for six years. One year ago, the mesh was removed and replaced with an unspecified mesh. The patient reported that he continues to suffer from pain and is unable to work. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Your mesh has caused me 10 years of pain. Corrected information: manufacturer name, city and state, MFR site.